Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported they had an appointment to get an MRI, but they wouldn't be able to do the MRI because the house was remodeled and they lost their controller and equipment. Pt said the device had been off for about 2-3 years and had been dead. Pt mentioned they had talked to their healthcare provider (hcp) about going back in because the device was giving them a problem and shocking them. When they tried to get in contact with the actual person that was working with them, it was so hard to get a hold of someone. Pt stated they were not going to keep getting electrocuted and they were going to let the device die because anytime they made a certain movement, they would get shocked. When asked for the event date, patient said it was a little after they got the device implanted, back in 2021. Pt stated they might be able to find equipment still. Agent suggested pt look and confirmed exactly what pieces were needed. Pt will call back to confirm what part they need replaced. Agent reviewed MRI guidelines. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they had an MRI in the past without having device in MRI mode.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.